Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no sample evaluation could be performed.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated that he identified a leaking issue a few days after his transfer set was changed. The issue has been related to malfunction of main body of twist clamp (light blue part). Even though the twist clamp has been closed off, the solution still leaked out from transfer set. The customer visited his doctor and received a new transfer set. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.